Manufacturer narrative:
Trackwise ID(B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned.

Event description:
The hospital reported that before the case for an endoscopic vein harvesting procedure the light cord connected to the 7mm extended length has a broken adapter or missing adapter. Looking at it seems to be the missing adapter. When they noticed the issue, the device was sterile, they were opening it up. They were opening a sterile product. They did open up another vh-1111 scope to do the procedure. No patient was involved.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6) the vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.